Event description:
It was reported that this brady lead was not successfully implanted due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to correct the initial information submitted.

Event description:
It was reported that this brady lead was explanted due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported.